Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that there was a potential performance issue. The implantable cardioverter defibrillator (ICD), right atrial (ra) lead, and left ventricular (lv) lead were explanted and replaced. No patient complications have been reported as a result of this event.